Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during trouble shooting of observing a fluid leak in the cassette door when removing the cassette from the liberty cycler. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Additional information was solicited and received. The patient performed continuous ambulatory peritoneal dialysis and resumed treatments with the replacement cycler. There was no reported complications or medical intervention. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.